Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left-side deflation. Device remains implanted.

Event description:
Device was explanted.

Event description:
Patient reported a left-side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, wear abrasion, void >1 mm on side non-textured, yellow particles device inner surface and one linear opening. Leak test and microscopic analysis was performed which identified: one opening crease smooth and three openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth assessed as fold flaw opening. Three openings striated assessed as surgical damage.